Event description:
Patient tested on the suspect device with an inr result of 2.9 and 2.1. Corresponding lab inr values were 2.8 and 3.0. Controls were in range. No treatment alleged. Patient started coumadin therapy 11/2004 and is not stable. The device was replaced and requested to returned for evaluation.